Event description:
It was reported that the pt presented for refill. The pt reported withdrawal symptoms (unspecified) for the last 5 days. There was a motor stall noted in the attention dialogue box. The logs were reviewed and 3 motor stalls were confirmed. There was no motor stall recovery following the last stall. The first stall occurred while the pt was in his basement working on a jukebox which is his hobby. The pt reported that he was working on the mechanism that drops the records down to the player, but the jukebox was not plugged in, he was not using electrical tools, and there was nothing electrical that he was doing. The first stall lasted 15 hours 17 minutes. Both the second and third stall while the pt was sleeping in bed. The second stall lasted 21 hours 17 minutes, and then recovered. There was no recovery noted following the third motor stall. A tube set error message occurred 48 hours after the stall occurred. A roller study confirmed motor stall. The patient's pump was replaced. No pt outcome was reported. The patient's pump contained dilaudid (6.7 mg/ml at 7.8499 mg/day), marcaine (15 mg/ml at 17.127 mg/day), and clonidine (62.5 mcg/ml at 71.361 mcg/day). Additional info has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.